Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1968. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy resulting in the development of peritonitis. The patient was hospitalized for the event with symptoms of abdominal pain and cloudy effluent. The patient was treated with cefazolin (2g per day, route not reported) and gentamycin (80mg per day, route not reported). Treatment with cefazolin and gentamycin was completed after seven days and the patient began treatment with intraperitoneal vancomycin (1g per day) and intraperitoneal amikacin (300mg per day) for the peritonitis. The patient was not recovering from the peritonitis and treatment was eventually discontinued. The patient¿s catheter was removed and hemodialysis was initiated. At the time of this report, hospitalization for the peritonitis event was reported to be ongoing and the patient had not yet recovered from the peritonitis. On an unreported date, the patient was retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was treated with cefazolin intraperitoneally (ip) (route previously not reported) and gentamycin ip (route previously not reported) for peritonitis. Treatment with vancomycin and amikacin was discontinued after twenty-six days (duration previously not reported). On the same day, dianeal therapy was discontinued and the patient was discharged from the hospital. No additional information is available.